Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contact chips. The price quotation for repair was rejected by the customer, so the device was returned to the customer un-repaired.

Event description:
It was reported that the device was not working properly. The external pulse generator (epg) was returned for servicing. There was no patient involvement.